Event description:
Tip separation of catheter. Was detected under fluoro. Placed in 2001. Chest x-ray done in 10/2001 and tip was ok and still attached. In 12/2001 chest x-ray showed it was not attached. Catheter is still in the pt. Tip remains in the heart.